Manufacturer narrative:
E1 initial reporter phone number :(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff showed a defect shortly after insertion of the cannula. The cuff was unable to retain sterile water. The event occurred at the patient's home, following the insertion procedure. The device was handled by healthcare professionals. The root cause could not be determined. The issue was resolved by replacing the cannula with a different one. The patient was on a ventilator. There was patient involvement and no human harm.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that there is no visible damage to the device, and the device meets visual inspection requirements. Device was leak tested per wi-10-012 rev114 and no leak was found. No anomalies were observed during visual inspection or the leak test. The complaint is not confirmed. ICU medical regularly tracks and trends complaints data and takes appropriate action accordingly. No further action is planned at this time. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.